Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, there was inconsistency between some atrial arrhythmia statistics (number of mode switch, first mode switch and total time in mode switch) and the details of the stored episodes (number, date and duration). According to the user, the statistics should be populated since last follow-up.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.